Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple temperature alarms. Reportedly, the pump was at room temperature and charging when the alarm occurred, and continued after being disconnected from charging. The customer's blood glucose level was impacted (250 mg/dl) and was addressed by administering manual injections. The contact reported that a back-up pump and manual injections would be used for alternate insulin therapy.